Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: batch # unk. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Investigation summary: this is an analysis of photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo show tissue, a little part of one anvil loaded with a reload and a ring crimp of the joint cover was noted broken and handled by a surgical instrument based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9e942, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was a metal ring has fallen out of the joint from the stapler. No patient harm nor significant delay reported. Procedure finished with same like device.